Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
On (B)(6) 2016 medtronic was notified of a patient who had a pneumothorax during a superdimension procedure on (B)(6) 2016. The patient had a chest tube placed and was hospitalized. The air leak continued and the patient required a thoracoscopy. The patient was discharged on (B)(6) 2016. If additional information is received a follow-up report will be submitted.